Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was difficulty interrogating the device. However, following telemetry, the quick look screen said the device was at elective replacement indicator (eri). It was also reported that a secondary interrogation of the device revealed the same results. No patient complications have been reported as a result of this event.

Event description:
The device was never implanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that no anomalies were found.